Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 419 mg/dl at the time of incident and the blood glucose level was went up 427 mg/dl while we are talking from 400 mg/dl. Customer stated that for high blood glucose was not lowering down even though he was doing some boluses. The customer was assisted with troubleshooting. The customer stated that for the mean time they had used manual injection until his blood glucose go back to normal and told him to change his infusion set before using the insulin pump again. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.